Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one that migrated and at that time was almost upto my ribs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding") and vaginal cuff dehiscence ("vaginal cuff dehiscence"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage and vaginal cuff dehiscence outcome was unknown. The reporter considered device dislocation, genital haemorrhage and vaginal cuff dehiscence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('I had one that migrated and at that time was almost upto my ribs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding") and vaginal cuff dehiscence ("vaginal cuff dehiscence"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage and vaginal cuff dehiscence outcome was unknown. The reporter considered device expulsion, genital haemorrhage and vaginal cuff dehiscence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.